Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument exhibited independent movements and malfunction. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument moved in the opposite direction, not too fast. When this issue occurred the surgeon's head was inside the surgeon console and was suddenly stopped. There was no harm reported. After that occurred the surgeon moved the instrument again and the instrument went in wrong direction. The movements of the surgeon scale appropriately to the instrument was observed. The instrument did not move in the intended direction. The timing of instrument movement was appropriate. There was no shakiness and/or friction experienced/observed. The issue was intermittent. When the issue occurred, the site changed the instrument, and it worked. There were no patterns observed. The site changed the instrument with same kind and also checked the drape, but drape was alright. The drape was not available for return. There was no injury to the patient as result of the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips tips opened and closed properly. The instrument passed the grip test. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. Manual inspection was performed and the instrument fully met all criteria. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. No product issue was found. The instrument was fully functional.